Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump. Subsequently, multiple temperature alarms occurred. The pump was not exposed to extreme temperatures. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customers blood glucose level was 180 mg/dl.